Event description:
I had tvto surgery in 2008. Since then, I've had 4 uti's. I was on macrobid for 1 month and I've been off for approx two weeks. Yesterday I strained while having a bm and at 3:36am an incredible pain woke me up. It was bladder spasm along with a decrease in urinary flow. My urine then became very cloudy -whitish color and has remained like that since. My pain was somewhat relieved by lying motionless, but as soon as I lifted the vacuum and the garbage that pain came back, not as bad. I also wake up, twice at night to void. Sometimes I don't make the toilet after having a sudden urge to void. I feel as if I'm being strangled in my bladder area. When I have intercourse and have an orgasm, I void much better but that only lasts a day or two. Diagnosis or reason for use: stress urinary incontinence.